Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that it was difficult to deflate the balloon of the catheter on the day of use. Per additional information received on 07/25/2018 from ibc, the user left the catheter with the connecting syringe and the balloon eventually deflated.

Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. No pinch or blockage was observed. The balloon was able to inflate and deflate without difficulty. How and when the event occurred could not determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿precautions for use: (1) when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. (2) when deflating balloon, do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed]." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that it was difficult to deflate the balloon of the catheter on the day of use. Per additional information received on (B)(6) 2018 from ibc, the user left the catheter with the connecting syringe and the balloon eventually deflated.